Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA#734075. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) having l1-s1 direct decompression (bony)/osteotomy, l1-l2, l4-l5 discectomy, l1-s1 posterior spinal fixation and fusion therapy. It was reported that there was possible lucency around sacral screws. Description: post-laminectomy syndrome. Were any new medtronic cst ailliance eligible devices implanted in this additional spinal surgery: y. Date of additional surgery (B)(6) 2025, primary reason for the additional surgery: adverse event related to study index surgery. Specify the corresponding (B)(4) (B)(6) 2025_post-laminectomy syndrome. Type of additional surgery: removal yes, spinal levels l1: yes, spinal levels l2: yes, spinal levels l3: yes, spinal levels l4: yes, spinal levels l5: yes, spinal levels s1: yes. Interventions: action subtype: medication administration, action result: yes, any of these opiates or narcotics (adjusted or administred): n action subtype: hospitalization, action result: new hospitalization, action date: (B)(6) 2025, hospitalization end date (B)(6) 2025; action subtype: brace, action result: yes; action subtype: spinal surgery, action result: yes, specify the additional spinal surgery additional spinal surgery, (B)(6) 2025. Medication_name: ketamine, start_date: (B)(6) 2025, dose: 30, dose uom: mg, frequency: prn: as needed, route: intravenous, reason sta rted/indication: anesthesia, additional lumbar spine surgery end_date: (B)(6) 2025, corresponding (B)(4) (B)(6) 2025_post-laminectomy syndrome. Medication_name: methadone, start_date: (B)(6) 2025, dose: 7, dose uom: mg, frequency: prn: as needed, route: intravenous, reason sta rted/indication: anesthesia, additional lumbar spine surgery end_date: (B)(6) 2025, corresponding (B)(4)_(B)(6) 2025_post-laminectomy syndrome. Medication_name: fentanyl, start_date: (B)(6) 2025, dose: 50, dose uom: ug, frequency: prn: as needed, route: intravenous reason star ted/indication: pain post-lumbar surgery, end_date:(B)(6) 2025, corresponding (B)(4) (B)(6) 2025_post-laminectomy syndrome. Medication_name: hydromorphone, start_date: (B)(6) 2025, dose: 0.5, dose uom: mg, frequency: prn: as needed, route: intravenous, reason started/indication: pain post-lumbar surgery, end_date: (B)(6) 2025 , corresponding ae (B)(4) (B)(6) 2025_post-laminectomy syndrome. Medication_name: oxycodone, start_date: (B)(6) 2025, dose: 5, dose uom: mg, frequency: prn: as needed, route: oral, reason started/indication: pain post-lumbar surgery, end_date: (B)(6) 2025, corresponding (B)(4) (B)(6) 2025_post-laminectomy syndrome. Medication_name: oxycodone, start_date: (B)(6) 2025, dose: 10, dose uom: mg, frequency: prn: as needed, route: oral, reason started/indication: pain post-lumbar surgery, end_date: (B)(6) 2025, corresponding (B)(4) (B)(6) 2025_post-laminectomy syndrome. Site seriousness assessment: hospitalization- y, medical or surgical intervention: y. Outcome status: not recovered/ not resolved. Diagnostics: action type: diagnostic, action subtype: x-ray-1, action result: lucency around the sacral screws in comparison to previous films. Action date: (B)(6) 2025. Action subtype: computed tomography-2, action result: 1. Postsurgical changes of l1-s1 fusion, with lucency along the bilateral s1 pedicle screws suggestive of hardware loosening. 2. No definite residual high-grade central canal stenosis. Suspect some mild degenerative changes predominantly in the upper lumbar spine with minimal stepwise retrolisthesis of l1 on l2 and l2 on l3. Question mild bilateral neural foraminal stenosis at these levels although poorly assessed due to streak artifact. Action date: (B)(6) 2025. Action subtype: test bone scan, action result: 1. Relatively intense radiotracer uptake correlating to the right s1 pedicle screw. This may be seen in loosening, especially given lucency noted on (B)(6) 2025 CT/myelogram lumbar spine. 2. Relatively mild radiotracer uptake correlating to the right l1 pedicle screw. This is nonspecific and may relate to chronic stress, healing, or loosening. Action date: (B)(6) 2025. Site related assessment: probable related to study device and index surgery procedure. Sponsor assessment: possible related to the device and not related to the index procedure there were no further complications reported regarding the event.